Event description:
It was reported that on (B)(6) 2022, a 23mm epic supra valve was implanted in a patient with a native valve diameter of 23mm. It was then reported approximately one year later, on (B)(6) 2023, the patient experienced decreased blood pressure and syncope due to aortic stenosis. It was observed the epic valve had limited movement on two of the leaflets. On (B)(6) 2023, the patient underwent valve replacement procedure, the epic valve was explanted and a 21mm non-abbott mechanical valve was implanted. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Explant of the device due to stenosis was reported. The investigation found that there was outflow thrombus on all three cusps, with calcifications in the thrombus. Cusp 3 was torn. There was no inflammation present. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The thrombus noted on the valve could have contributed to the stenosis reported. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 23mm epic supra valve was implanted in a patient with a native valve diameter of 23mm. It was then reported approximately one year later, on (B)(6) 2023, the patient experienced decreased blood pressure and syncope due to aortic stenosis. It was observed the epic valve had limited movement on two of the leaflets. On (B)(6) 2023, the patient underwent valve replacement procedure, the epic valve was explanted and a 21mm non-abbott mechanical valve was implanted. The patient status was reported as stable.